Event description:
It was reported that during the implant procedure, the stylet was "blocked into the lead," or stuck in the right ventricular (rv) lead. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the stylet/guidewire was kinked/buckled. It was noted the stylet was returned inside the lead and the stylet was removed with slight resistance, not stuck in the lead. The stylet was bent at 3 and 47cm and the analyst commented the bends in the stylet caused slight removal resistance. A fresh mdt stylet was inserted with no resistance felt. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).